Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: was the sales rep present during the procedure on (B)(6)2017? - yes I was in and out of this was a 6 hour procedure. Does he/she know what the surgeon was doing when the needle separated from the cartridge (for example - needle passing, knotting, or tightening a knot)? - surgeon was tightening the knot. Surgeon squeezed the device handle once as he backed the device away from the knot. This is due to habit with endo stitch on how they tighten knots. We discussed this later and he sees how after 1 squeeze of the handle the needle has much less contact with the cartridge and is more likely to come out of its track. In is second procedure with the suturing device he made sure not squeeze the handle as he tightened the knot. When the needle separated, was there suture still attached to the needle? - yes. What type of routine post-operative imaging was performed? - numerous x-ray/ fluor while patient was still in operating room. Post operatively a routine chest x-ray identified the needle near the diaphragm. How long after the initial procedure was the needle identified? - several days but patient was still in the hospital. Did the patient experience any adverse consequences? - no . Are there any photos or video available? - no. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic esophagectomy procedure and a suturing device was used. During the procedure, the needle popped off the cartridge inside the patient and the patient required a second procedure to retrieve the needle. Laparoscopic needle drivers were used to pull the needle out of the trocar, but the needle could not be accounted for on the instrument tray. Several panels of intraoperative x-rays were taken, but the needle was not located with intraoperative imaging. The patient was closed and the needle was thought to have been dropped in the operating room. A few days after the procedure, the needle was located during routine postoperative imaging. The patient was taken back to the or to remove the needle laparoscopically. No tissue dissection was necessary, as the needle was loose on the diaphragm. The patient is currently recovering fine. Additional information has been requested.